Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the bolus data is not correctly stored in the data memory of the infusion device. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Manufacturer's evaluation determined that the bolus data is correctly being stored in the memory of the device. However, it was determined that the device has a defective super capacitor that results in shorter than expected battery life and the loss of the time and date during battery changes.